Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The nc traveler, coronary dilatation catheters, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the concentric, moderately tortuous, moderately calcified, 99% stenosed, de novo lesion in the unspecified vessel, the 2.5 x 12 mm nc traveler balloon dilatation catheter (bdc) was positioned at the lesion. During the first inflation attempt at 8 atmosphere for 10 seconds, the balloon ruptured; outside the anatomy a balloon pinhole was noted. A different unspecified bdc was used in the procedure. The procedure was successfully completed after unspecified stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.